Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16832. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable after the procedure. It was also noted that patient had a ventricular tachycardia episode that required external defibrillation due to shock therapy being disabled. The bpa also caused loss of capture and low out of range pacing and defibrillation impedance for the right ventricular lead. Physician also saw that the patient's right ventricular lead's suture sleeve was no longer in place during the bpa generator change procedure. Lead had normal measurements and was connected to new device.